Event description:
According to the initial information received, the (B)(6) male patient's native asd measured 16mm with slightly flimsy rims and 19mm using balloon-sizing. A 17mm amplatzer septal occluder (aso) was attempted but the aso pulled easily through the defect and was found to be too small. The aso was retracted and a 19mm aso was attempted. The 19mm aso was released malpositioned and did not adequately "catch" the retro-aortic rim. A snare was used to retrieve the 19mm aso and a 22mm aso was successfully implanted. The patient was monitored overnight and discharged the next day.

Manufacturer narrative:
Device analysis: the amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. A DHR search was performed down to the forming level; all devices from this lot met specifications. Image review: sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the event remains unknown.